Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: two staples did not work during the procedure. During the observation of the bronchial stub, the surgeon observed a tear of the stapling line. There was temporary injury as a result of the event. There was tissue damage as a result of the problem but was not considered permanent. In order to resolve the issue and complete the case, the surgeon used suture (thoracotomy). The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.